Manufacturer narrative:
The device was use in treatment. The device history records (DHR) for this lead model goes beyond oscor's 15 years record retention procedure and therefore, the DHR was not available for review. The lead was not returned to the manufacturer for evaluation. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The lead was implanted for approximately 14 years, 2 months. A review of the qa permanent pacing lead final inspection procedure indicates that the lead is checked 100 percent for electrical function. The procedure includes "acceptance criteria all products must meet pre-determined specifications in each step of this procedure. If product does not comply with specifications, it must be rejected. An unusual or questionable or often repeating defect must be reported to qa management immediately." Electrical function: electrical resistance has to be checked with a multimeter. Record ohms readings on work order. All tubing will be inspected according to the procedure "criteria/inspection of polyurethane and silicone tubing". The electrodes should be clean and have no adhesive or other residue. Electrodes should be smooth and free of scratches. Although root cause of this failure could not be determined, potential causes of this failure may be: unsatisfactory electrode position or physician damages coating on tip during implant. The potential effects from this type of failure include: less efficient pacing and more frequent battery replacement, intermittent or continuous loss of pacing or sensing, or another procedure may be required for repositioning or removal. The instructions for use (IFU) for permanent implantable pacing leads under general warning: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, allergic reaction, fibrotic tissue, or by breach of their insulation covering. In addition, the IFU provides lead related problems including, but are not limited to: fracture, dislodgement, cardiac perforation, myocardial irritability at implant, transvenous introduction, threshold elevation and infection.

Event description:
The customer reported the lead was explanted via laser removal technique because of thresholds higher than 3.5v for the atrial lead (B)(4) and 5v for the ventricular lead. The device (generator) was working appropriately. The pt did not have any adverse events related to the high thresholds but it was decided to extract these leads and replace them with new leads and a new generator. The implant and extraction went as planned without any adverse events. The hospital retained the leads for testing purposes. The atrial lead was implanted for approximately 14 years, 2 months.